Event description:
It was reported that the patient had angioplasty for a lesion in the left anterior descending artery. Pre-dilatation was performed prior to the placement of the xience v stent at 14 atmospheres. After withdrawal of the xience v stent delivery system, the physician observed a dissection proximal to the stent which required another xience v stent to cover the dissection. Resulting timi 3 flow was good. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of dissection, as listed in the xience v instructions for use is a known adverse event associated with coronary stenting procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU states, implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent, and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.